Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿ pen needle was difficult to operate, and nothing happened after placing the needle in the skin and pressing the sliding button. The following information was provided by the initial reporter: "problems with the fine needles... Mum reported one-episode last week where she put needle into skin but when pressing the sliding button, nothing happened. Mum confirmed she had dialled up the dose, cartridge was not empty as only newly changed and cartridge/needle were correctly placed. She reattempted a few hours later in opposite leg with a new needle and no issues encountered on this occasion...".